Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es the full height (fh) cubie drawer and cubies were not detected on the bus. No lights on the drawer, drawer board needs to be replaced. Upon device part investigation there was no impact to patient care.

Manufacturer narrative:
A review of the complaint history for serial number (B)(6) was conducted in salesforce. This review did find no complaints associated with the same failure mode for this serial number. A review of the device history record for s/n (B)(6) was conducted from its manufacture date of 03 august 2018. This review confirmed that the device has not been returned for service and that there was no production failures associated with it that would correlate with the customer-reported issue. The reported event, in which a full-height cubie drawer and cubies were not detected on the bus, was confirmed by the bd field service engineer (fse) during the site visit and the dchu inspection process. Based on the field service engineer (fse) notes on work order (wo) (B)(4), the full height (fh) cubie drawer 6 was failed and off bus. The fse opened the back panel of the medstation and observed that no lights were visible on the full-height (fh) pyxis module controller. The pyxis module controller board was replaced and tested successfully using the hardware test application (hta) and the medes software application. The inspection process performed on the full-height module controller board found evidence of thermal damage to the u300 microchip and the c302 capacitor. Due to the thermal damage observed during the visual inspection no further testing could be performed. There was no indication that the device was in use for treatment purposes as intended per 21 cfr 820.198(d).